Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other : it was reported that the patient received multiple shocks. High impedance and sensing difficulty was indicated. There were many v-v intervals sensed, indicative of oversensing. The lead was explanted and replaced. There were no further reported patient complications as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed; visual examination component/subassembly failure. Lead conductor device was out of specification in a manner that relates to event impedance, high oversensing sensitivity shock, inappropriate.

Event description:
It was reported that the patient received multiple shocks. High impedance and sensing difficulty was indicated. There were many v-v intervals sensed, indicative of oversensing. The lead was explanted and replaced. There were no further reported patient complications as a result of this event.